Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 21:411:173:c31131bc was confirmed but not duplicated during product evaluation. This condition was due to software failure. Since this condition was not reproduced, no repair was necessary to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. However, it is unknown at this time if the device is available for evaluation. Should the pump be received by baxter, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 21:411:173:c31131bc. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.